Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the buffer valves which resolved the issue. Patient demographic information was not provided. Initial reporter: customer telephone phone #: (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported intermittent erroneous false high qc (quality control) and patient results with error flags f, h, and ph on ise (ion selective electrode) sodium (na), potassium (k), and chloride (cl) involving the au680 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. Customer provided patient data.